Event description:
Reportedly, when the operator pressed the internal paddles discharge switch, the device would not respond to this action, and 20 joules could not be delivered to the patient. Another defibrillator was connected to the patient and was used successfully. The facility reported that there were no adverse affects to the patient resulting from the discrepancy and the patient was resuscitated.